Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the implantable pulse generator was inoperable. Patient lost therapy estimated april to may. A surgical intervention is anticipated in the near future. No additional information is available at this time.